Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The device history review (DHR) was reviewed, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
Additional information in b5 and concomitant product.

Event description:
Additional information was received and it was reported that the filter leaking from aads (added amino acids dextrose solution) infusion line. There was patient involvement.

Manufacturer narrative:
The device is not available for evaluation; however, a device history review should be performed. Investigation is pending

Event description:
The event involved a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave clear, dual check valve, 1.2 micron filter, luer lock where the customer reported leaking filter from aads infusion line. There was patient involvement but no harm/adverse event reported.